Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. Technical services (ts) recommended to performed a defibrillation threshold (dft) test. This rv lead remains in service. No adverse patient effects were reported.